Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurements for the single coil right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). It was noted that the right atrial (ra) lead pacing impedance had also increased, but was not out of range. The rv pacing impedance measurement were within range and no noise was observed. Boston scientific technical services (ts) was consulted and discussed options of further testing. At this time the physician has opted to monitor the patient. The rv and ra leads and ICD remain in service and no adverse patient effects were reported.